Event description:
Pt with dx of syncopy secondary to sinus arrest underwent pacemaker implantation. During the procedure, the atrial lead was passed, via the subclavian vein, with a standard 9.5 fr introducer sheath. As the lead was being pulled back and as physician was pulling apart the introducer sheath, the sheath tore, and around 2 inches broke off in pt, leaving a fragment of the sheath within the lead intravascularly but protruding through the muscular insertion. Fluoro identified the broken piece's location and the piece was removed with a fine tweezer. The entire length of the piece was retrieved and accounted for.